Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A technical support specialist (tss) remotely accessed the station and confirmed that the disconnected modem error icon was no longer visible on the screen and verified that all services and the datasync log were running properly. Upon further inspection the tss found an error in the datasync log. Then checked the station synchronization information with current date/time and confirmed the system performance on central processing unit (cpu), memory, disk normal and uptime 0 days. Based on error log the issue was due to a dns (domain name system) lookup failure. So, the tss performed the knowledge article (ka) ¿medstation es ¿ one or more 1.7.x through 1.11 stations not communicating ¿ dns resolution failure¿ or due to deployment some patches. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had no disconnection issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.